Event description:
It was reported the patient presented in clinic for follow up. Chest x-rays taken showed the atrial lead had dislodged. The atrial lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported events of lead dislodgement and high capture thresholds were not confirmed. A partial lead was returned in one piece for analysis. Helix and electrical analysis were normal with no anomalies found.

Event description:
New information noted the atrial lead exhibited high capture thresholds.